Event description:
It was reported that the leadless pacemaker was commanded by the subcutaneous implantable cardioverter defibrillator (s-ICD) to deliver inappropriate anti-tachycardia pacing (atp) therapy, due to oversensing of noisy signals. No changes were made to the leadless pacemaker, but the s-ICD was reprogrammed to the secondary vector. At this time, the device remains in service and no adverse patient effects were reported.